Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after 203ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and would begin a new treatment with a new kit. The customer discarded the kit and returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k342 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k342 shows no trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the centrifuge bowl break as blood splatter is visible on the centrifuge chamber walls and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photograph shows the base of the bowl is still contained within the bowl holder, indicating that the outer bowl had separated from the bowl base. There is a large piece of the outer centrifuge bowl still attached to the bowl base, indicating that the break occurred in the outer bowl material and not at the weld between the outer bowl and bowl cover. A material trace of the bowl assembly and its components used to build lot k342 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k342 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k342 shows no trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the centrifuge bowl break as blood splatter is visible on the centrifuge chamber walls and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photograph shows the base of the bowl is still contained within the bowl holder, indicating that the outer bowl had separated from the bowl base. There is a large piece of the outer centrifuge bowl still attached to the bowl base, indicating that the break occurred in the outer bowl material and not at the weld between the outer bowl and bowl cover. A material trace of the bowl assembly and its components used to build lot k342 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after 203ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and would begin a new treatment with a new kit. The customer discarded the kit and returned photographs for investigation.